Event description:
The cautery pencil did not turn off when blue button released. It stayed on in cut mode. The tip burned the patient's thigh. The burn/ulceration was approximately 3mm's. There were no burns at grounding pad site. The electrocautery unit was taken out of service. It was inspected and no problem was found. The cautery pencil tested and would not turn off.